Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of 465 mg/dl with large ketones. The reporter was contacted later in the day and reported that the patient was treated with an injection and the site, set, tubing, and cartridge were changed. The reporter stated that since the event a health care professional made adjustments to the pump settings. No further information was provided. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.